Manufacturer narrative:
The user reported discrepancies between bg and sg readings. Review of the examples provided by the user and the sensor data available in the data management system (dms), indicated that the observed differences were attributable to the expected lag between bg and sg inherent to the sensing technology. Customer care recommended the user to continue using the system and to call back if additional differences were observed. The user agreed with this assessment. As per the data management system (dms) review, the system remained in active use with up-to-date information.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from blood glucometer measurements. No injury or medical intervention was reported.